Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2024 h6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, a needle-suture piece and detached needle that pertains to the product code 8702. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area was noted as expected. The barrel hole was examined under magnification, and no suture remnant was noted. In addition, the needle suture piece was visually inspected, and the swage and attachment area was noted to be as expected. The suture was examined and the end of the suture was noted to be cut, probably caused by a surgical instrument. The functional test was performed using instron equipment and the pull force was above the minimum requirements. A photo was also provided with the same condition as the received sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/11/2024 h6 component code: g07002 no device returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was reported: was surgery delayed due to the reported event? --> yes, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information was requested, the following was obtained: 1. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Ans: yes, the surgeon need to remove the previous suture and re-do the suture again 2. How long (in minutes) did the surgery prolong? Ans: it delayed for around 15 mins as the surgeon just started to suture and the suture detached from the swage already. 3. What tissue was being sutured when the event occurred? Ans: surgeon is doing the distal anastomosis 4. Was additional dissection required in other organs/tissues other than the target tissue? Ans: not observed 5. Was there any change in the patient¿s post operative care due to the prolonged procedure? Ans: not observed 6. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device shipped to cg labs on (b)(6 2024 via fedex ¿ awb: (B)(4). 7. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ans: information given by the scrub nurse attending the case to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024. During the surgery, when the cv surgeon was doing distal anastomosis, the suture detached from the swage. There were no patient consequences reported. Additional information was requested.